Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed with internal leak prior to use. No patient was involved.

Manufacturer narrative:
Another initial reporter: (B)(6). Another event site mail: (B)(6). Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions) corrected fields: b5, b6, b7, d10, h6 (medical device problem code, health effect impact codes) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that 2 of the o rings were bad, the one under the external tank was not the OEM getinge seal and the o ring from the cart to the unit had a slow leak in it. The fse replaced both o ring and tested the unit. The unit passed all functional and safety tests and was returned to normal use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed with internal leak. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.